Event description:
It was reported, that a large volume folfusor overinfused; the device completed therapy in two days instead of the expected four days. The device had been filled with 5-fluorouracil 0.9% isotonic saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from may 16, 2022 - may 17, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.